Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind sequence. Customer does not recall any significant events leading to the error. Customer's blood glucose was 211 mg/dl unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.